Event description:
Film evaluation has been completed. The endoleak is located in the bifurcate body near the proximal edge of the contralateral leg. It is possible that erosion from the proximal stent on the contralateral leg contributed to the apparent fabric hole. The endoleak is also located at the proximal edge of the aneurysm sac where the graft is bent over a large area of calcium. It is possible that erosion from this calcification contributed to the apparent fabric hole.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as straightforward, no obvious challenges. At the time of implant there was a slight blush of contrast into sac seen on final angiogram late and small. There were no images of ballooning after stents deployed therefore it was most likely that there was no moulding with a balloon performed. At the 1 month follow-up an ultrasound revealed that the aneurysm sac was 5.2cm x 6.1cm and no endoleak could be seen. On the same day the CT demonstrated nothing significant possibly a small tiny 2 (lumbar) endoleak. At the 1 year follow up the ultrasound of the aneurysm sac was 4.1cm x 5.5cm. Sac decreasing in size indicated a good seal with stent graft. There was thrombus in the sac. At the two year follow-up the ultrasound revealed that the aneurysm sac was 4.5cm x 6.0cm and thrombus still in sac. No evidence of an endoleak. At the three year follow-up the ultrasound scan revealed that the aneurysm sac had increased to 5.2cm x 6.4cm and less thrombus was visible in the sac. As the sac had increased in size a CT was performed which showed a patent ima and 2 small lumbars (which at the time the physician thought may be accounting for the sac expansion). Three years follow up ultrasound with contrast identified a small endoleak which was thought to be a type 2 coming from the small lumbar. Two months ago an ultrasound revealed that the aneurysm sac increased to 7.7cm x 7.7cm. There was very little thrombus in the aneurysm sac and a large endoleak from an undetermined source. On the same day a contrast enhanced ultrasound showed a probable type iiib endoleak, fabric as bubbles were appearing in the sac at the same time as in the body of the graft. One month ago a catheter angiography extensive imaging taken throughout entire graft revealing the type iii endoleak, fabric. The physician stated while moving the catheter around at the area where the possible problem was located and the catheter caught and went through the hole in the stent graft. The physician elected to implant a nellix stent graft and two days later the ultrasound revealed that the type iiib endoleak, fabric was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).